Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) device due to patient was unable to inflate prosthesis. Leak in system assumed cause. Onset of problems unknown. All components were explanted and replaced. No adverse patient effects.